Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level because the caller declined to provide the value. Technical support guided the caller to fill and load a new cartridge onto the pump, which resolved the issue, allowing the caller to successfully resume insulin use.